Event description:
Pursuant to info received by the physician, the pt was implanted with a tissue expander prosthesis on 8/6/96. Subsequently, it was noted that the pt had developed an infection in her left breast and the prosthesis was removed on 12/2/96. No add'l info regarding this occurrence the physician noted is available at this time. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.